Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that neck coverage was achieved at treatment on (B)(6) 2021 but was not achieved at the 180-day follow-up dsa imaging on (B)(6) 2021 and (B)(6) 2021. In addition, the site reported greater than 75-100% side branch stenosis at the 180-day follow-up. There was a casual relationship to the study device and procedure according to the site. Furthermore, there was aneurysm occlusion status at both 180-day follow-up visits was raymond & roy class 3. No impacts were reported associated with the patient and no medical intervention was required to prevent permanent injury or impairment. Aneurysm baseline characteristics include: unruptured and previously web embolized mid-line basilar bifurcation aneurysm measuring 4 mm x 3.6 mm with neck size of 2 mm. Baseline aneurysm symptoms: blurry vision, dizziness, localized headache, migraines, nausea/vomiting, pain above or behind eye, stiff neck, visual field deficit. Additional information received reported there were no device deficiencies, and no additional actions were taken to resolve the event. Dsa imaging on (B)(6) 2021 showed that neck coverage was not achieved due to anatomical reasons. Additional information received reported that corelab reported vantage fish mouthing (inward crimping of either end of the device) at the 6 month follow-up dsa imaging performed on (B)(6) 2021. Fish mouthing was also observed on 6-month follow-up dsa imaging on (B)(6) 2021 per independent review. Additional information received reported that per corelab 3d dsa imaging performed on (B)(6) 2021 reported the following findings: pipeline fish-mouthing of the proximal end (25-50% of braid diameter) - pipeline foreshortening (movement on either or both ends of the device in opposite direction towards the aneurysm neck) - pipeline braid hump deformation. No symptoms or actions taken in association with these device deficiencies reported by site.